Event description:
It was reported that the patient went in for cardiology intervention and needed intra-aortic balloon (iab) support. The iab was inserted 4/25/09 in the left femoral. During calibration of the fiberoptic sensor (fos), a yellow fiber was found loose from the "y" fitting. After inflating and deflating they removed the iab. The clinician tried to remove the iab through the sheath, but was unsuccessful. Upon continually trying to remove the iab, the iab was "destroyed" and as a result, had to be surgically removed. There were no reported complications to the patient and no further iab support was needed.

Manufacturer narrative:
Follow up report will be filed if additional information becomes available.